Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her infant. The device allegedly gave multiple readings of 98°f, and a fever of 102°f was later confirmed by their pediatrician. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.